Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was failed and all cubies were not detected on bus. A field service engineer troubleshot the issue using hardware test and found that all cubie pockets were not detected on the bus. Fse removed the back panel and observed that all boards were showing normal status. Considering the repeated issue, fse replaced the retractor cable and drawer control board. Fse reconnected all cables and checked inside the drawer for any loose medications. Following these actions, the drawer started functioning properly. The customer verified all pockets on the drawer using pyxis inventory, and the drawer was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.